Event description:
Patient reported left side rupture, pain and left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.